Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Not yet returned.

Event description:
It was reported that, during surgery, the obturator of the juggerknot fractured. Surgery was completed with an alternative device. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of the product returned. The tip of the obturator is broken and not returned. Sem results noted "visual examination of the obturator revealed fracture surface artifacts consistent with bending overload." DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.